Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample indicates that the sample separated at the inlet port of the nac y-site connector. The customer complaint of separation was confirmed. The root cause analysis has been forwarded to manufacturing for review. After the investigation, the potential root cause of separation between tubing and nac-y (arm) could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A quality alert was created on to communicate and reinforce the correct solvent application. A device history record review for model mpx5300-c with possible lot numbers 24119208 and 24119209 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim: pressure extension tubing set failure. Tubing split into two pieces.